Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that legs 9 and 13 of integrated circuit, designator u1 were electrically shorted on the analog pcb assembly. This resulted in the device being unable to deliver defibrillation therapy. The customer received a replacement device. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing the defibrillation energy output test, he attempted to deliver defibrillation energy and received an error message when he pressed the shock button. There was no patient use associated with the reported issue.